Manufacturer narrative:
Concomitant devices added. Therapy date of concomitant devices is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: 6.0mm ti soft rod 100mm (part# 498.152, lot# unknown, quantity (B)(4)) . 7.0mm ti click'x® pedicle scr dual core 40mm thread length (part# 498.503, lot# unknown, quantity (B)(4)). Ti click'x® locking cap for ti 3-d head (part# 498.570, lot# unknown, quantity (B)(4)). Ti 3-d head for ti click'x® screws (part# 498.571, lot# unknown, quantity (B)(4)). 6.2mm ti click'x® pedicle scr preassembled 45mm thread length (part# 498.989, lot# unknown, quantity (B)(4)). Chronos beta-tcp granules 1.4-2.8mm/5cc-sterile (part# 710.014s, lot# unknown, quantity (B)(4)).

Manufacturer narrative:
Additional product codes: mni, mnh, kwp, kwq. (B)(4)lot unknown . Explant date: unknown, possibly on or around (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent a correction listhesis with fixation and arthrodesis on (B)(6) 2012 in (B)(6). In (B)(6) 2014 the patient reported back pain. In (B)(6) 2014, x-rays revealed the release of a screw in the patella. In (B)(6) 2016, the patient underwent a revision procedure in the united states. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Lot number provided for some of the concomitant devices. Manufacturing location: (B)(4). Manufacturing date: june 18, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update to concomitant parts: rod ø6 soft l100 ti (part 498.152, lot 7695933, quantity 1); clickx lockcap f/498.571 tan (part 498.570, lot 7790014, quantity 4); clickx-3d-head f/pedicscr post-open tan (part 498.571, lot 7715061and 7780504, quantity 2); chronos granul bonevoidfiller 1.4-2.8 5 (part 710.014s, lot 2805281, quantity 2)

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant parts: rod (part 498.152, lot 7695933, quantity 1); pedicle screw (part 498.503, lot 7953882, quantity 1); locking cap (part 498.570, lot 7790014, quantity 4); 3-d head (part 498.571, lot 7780504, quantity 2); pedicle screw (part 498.989, lot 7776969, quantity 2); chronos granules (part 710.014s, lot 2805281, quantity 1)